Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's mother reported that in approximately mid-march, the recipient was not responding to sound as she used to with the device. There is no report of a significant accident/trauma or changes in health. Although mother reports the recipient has had falls normal for a child, there has been nothing serious. Recipient is non-verbal and uses some signs, and so it is not always clear when she is not responding. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother reported that approximately (B)(6), she was not responding to sound as she used to with the device. There is no report of a significant accident/trauma or changes in health. Although mother reports the recipient did have falls normal for a kid, but not serious. Further medical intervention is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no plans for re-implantation have been made.

Event description:
The recipient's mother reported that in approximately mid-march, the recipient was not responding to sound as she used to with the device. There is no report of a significant accident/trauma or changes in health. Although mother reports the recipient has had have falls normal for a child, but not serious. Recipient is non-verbal and uses some signs, and so it is not always clear when she is not responding. Family is hesitant at this time to re-implant.